Event description:
It was reported that during the auto sensitivity test on the defibrillator t-wave oversensing was noted each time the test ran. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the auto sensitivity test on the defibrillator t-wave oversensing was noted each time the test ran. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collect from the device, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.